Event description:
A medtronic representative reported that the surgeon alleged an inaccuracy while navigating with the system in a cranial surgery. Surgeon continued use of the system and completed the surgery. There was no harm to the patient.

Manufacturer narrative:
The system was evaluated at the site. The system was fully functional and the system checkout showed no anomalies. The software investigation found that the system behaved as designed. Information was provided to the customer regarding proper system setup.